Event description:
The customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with a complete pump reset, which resolved the error. The customer was advised to wait 20 minutes before starting a new sensor session, and the customer acknowledged understanding this advice.